Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump turned off without triggering an alarm. The customer's blood glucose level was 12.9 mmol/l at the time of the incident. The customer was advised to take the battery out and clean the battery cap. The customer was then advised to reinsert eh battery and to call back it eh insulin pump malfunctioned again. The customer did not return the product back for analysis.